Event description:
Pt underwent bilateral augmentation surgery in 1988. Pt was admitted to the hospital in 2002 with the diagnosis of ruptured right breast implant. Pt underwent surgery the day of admission. The operative procedures done were bilateral explantation of bleeding silicone implants; bilateral open capsulectomy and bilateral insertion of saline implants. Operative findings were bialteral bleeding silicone implants and bilateral capsular contractures. The pathology reports on the implants gave a gross description as 13.5cm in diameter and 2.5cm silicone implants which appear intact.